Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. The partial lead in segments was returned, analyzed, and the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. Concomitant medical products: ddmb1d1, ICD, implanted (B)(6) 2017.

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for high impedance on the superior vena cava (svc) coil of the patient's right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.